Manufacturer narrative:
The complaint device was received for evaluation. Visual inspection found no anomalies. Device evaluation identified that the ultra-sonic sensor was faulty. The ultrasonic sensor was replaced. The circuit boards were inspected. The device was calibrated. The case was inspected. The device was tested on a simulator and passed all required pm testing. The root cause was determined to be that the internal thermistor failed; however, a definitive cause of the failure cannot be determined. This type of reported event will continue to be monitored.

Event description:
Reportedly, post repair, there was air in the line and error code 224 displays. There was no report of patient harm. No additional information is available.